Event description:
Peripherally inserted central catheter line inserted for long term IV antibiotics at home. Chest x-ray for line placement showed entire catheter curled up in atrium. The catheter was removed in radiology via a trans-femoral approach without complication. Vital signs remained stable.